Event description:
It was reported that an access stopcock was found to be broken during use which led to the patient bleeding onto the floor. The specific volume of blood loss was unknown, however it was reported that the patient required a blood transfusion of 3 units of blood as a result of this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.